Event description:
The slope field was not being displayed on the parameter screen of the programmer for the race response. A recommendation from the manufacturer was requested. According to the manufacturer, this behavior results from alteration of some parameters into device memory and the root cause of this alteration remains unk. Ela medical, s.a.s. Recommended switching the device into standby mode with specific engineering software to restore normal device behavior. Note: this procedure has not been performed yet.